Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 9f sheath hole prior to a leadless pacemaker implant interventional procedure. The sutures of two prostyles devices were successfully placed. The suture of the second device was noted to be frayed. The sheath was upsized to a 24f sheath and the procedure was completed. Reportedly post procedure, when the knot of the second device was advanced with the suture trimmer, the suture broke. Another prostyle was used and hemostasis was achieved with the sutures of two prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.